Event description:
The stent stripped off the delivery system hallway into a previously placed stent in the proximal right coronary artery. A coronary dilatation balloon was used to crush the stent against the vessel wall. Utilizing intravascular ultrasound it was noted that the stent was well apposed against the vessel wall.